Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain additional information and to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent: could you please confirm that the insulation was damaged. Could you please clarify if there were any patient consequences? Please provide the status of the device as it has not been received for analysis.

Event description:
It was reported that during an unknown procedure, the product was peeling off at the stem. It is unknown how the procedure was completed. Patient consequence was not reported.